Event description:
The customer reported that system shuts down. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the lpt62 power supply. System operates as intended. (B) (4).